Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported perforation (asd) could not be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported minor injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report an atrial septal defect. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr). During a mitraclip procedure, as the steerable guide catheter (sgc) crossed the septal puncture, it was noted that the puncture hole became significantly larger. The physician decided not to treat the atrial septal defect (asd). Two mitraclips were implanted and the mr was reduced to grade 1-2. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.